Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 147.1 mmol/l, and the repeat result was 140.4 mmol/l. The repeat result was deemed to be correct. The sample was repeated because it did not compare with previous results. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). A field service engineer (fse) replaced the electrodes, verified sample probe and ultrasonic wash, verified vacuum nozzle positioning and evacuation. For verification calibration, qc, and a precision check were completed successfully. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification, was updated. Relevant fields of sections d and g were updated. Qc and calibration were passing before and after the event. The alarm trace report showed multiple sample probe: abnormal aspiration alarms, abnormal aspiration, sample clot detection, sample foam detection, and sample short errors. These alarms are consistent with poor sample quality. The investigation determined the issue was due to pre-analytical handling issues at the customer site. The issue was resolved by the customer repeating the affected sample for the correct result.